Event description:
It was reported the patient presented for an implant procedure. During testing of the atrial lead, it was noted that the right atrial lead exhibited high pacing impedance. The lead was noted used and replaced during the procedure. The patient was in a stable condition.